Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic visual inspection of the notch area identified two bubbles at the surface. Further evaluation revealed a crack in one of the bubbles; however, the damage did not appear to be at the surface. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this electrode was returned for routine testing with no information or allegation. Initial evaluation identified a potential issue and further testing was performed.